Event description:
Event reported by attorney. The legal complaint states that the pt suffered bodily injuries, which include stabbing, burning pain, painful sexual intercourse, painful when urinating, bleeding and recurrence of incontinence. Pt first experienced symptoms in (B)(6) 2008, but did not attribute them to the mesh until she saw the television commercial in (B)(6) 2011. Pt received extraction of the pelvic mesh on 12/17/2008. No additional info was provided.